Manufacturer narrative:
The event occurred on an unspecified date of 2019. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) 2000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags had particles inside the bag. This issue was identified prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Correction recall: (remove recall). Correction to correction/removal number: the c/r number provided in the follow up MDR # 1 is only for a leak and does not apply to this report of contamination. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction for correction/removal report number (omitted on initial): 3010291427-09/06/19-001-r. Two (2) actual samples were received for evaluation. Unaided visual and magnified inspection was performed which observed a loose white particulate matter inside the bag of sample one (1) and no particulate matter (pm) found in sample two (2). The reported condition was verified in the first sample and not verified in the second sample. A stereomicroscopic examination of the pm revealed the presence of a single white polymeric appearing shaped particle approximately 1.1 mm at its longest linear dimension. Chemical characterization using fourier transform infrared spectroscopy (ft-ir) determined the particle was compromised of a material consistent with the materials used in manufacturing. The cause of the particulate was due to a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.